Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked /damaged casing) issue. The reporter stated that there was a crack in the battery compartment and denied any damage to the battery cap. Reportedly, the battery cap had never been changed; the user guide recommends changing the battery cap every six months. The reporter denied any power loss and stated that pump use continued. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.